Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the device was closed, but would not open to release. It was unknown how the device was removed from the tissue. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ez45b device was received in good visual condition and with a reload present. The reload was received void of staples and in the locked position. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.